Manufacturer narrative:
H5 - labeled for single use and h8 - usage of device: correction. D9: date returned to mfg.: 8/22/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: received two (2) used cassettes for 2 separate complaints in the same package, however, the samples were not labeled with their respective complaint number. Two (2) photos were returned showing the particulate matter (pm) location in the cassette. As received, one of the cassettes had markings on the casing showing where the internal pm was located. Upon closer inspection, two pm were found in the fluid path (ifp). The other cassette showed no damages or anomalies. One of the two samples presented at least one pm. Sample 1 had two pm ifp. One was parent material while the other was a black foreign pm. Sample 2 was filled with 100ml of water using an ICU medical provided syringe. No leakage was observed from the cassette bag. Sample 1 was not filled due to presence of pm in the bag. The complaint of debris in the cassette can be confirmed due to the loose particulates found within the cassette. However, root cause analysis is not known at this time, and corrective actions are in process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was stated that a dark particle, approximately 0.5mm in size, was found inside the bag, along with liquid leakage between the bag and the hard plastic cassette. Additional information from the customer stated that the event occurred in the cleanroom (class a) during the filling of the cadd cassettes with the medicinal solution. According to the production staff, a particle was observed inside the bag, present in the liquid. It is unclear whether the leakage originated from the bag itself or from the tubing. The presence of leaked liquid indicates a potential product leak. As such, the cassette in question is not suitable for use as a container for an infusion solution. The particle as well as the leakage were discovered during the filling process. Upon clarification with the customer it has been confirmed that only the cadd medication cassette out of the products involved in the event is affected. There was no patient involvement. Photos attached.